Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that the customer experienced an issue with 8 mm fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury.